Manufacturer narrative:
The following devices were also listed in this report: unknown 36 mm biolox delta ceramic head; cat # unk_shc; lot # unknown. Secur-fit max 132 hip stem #9; cat # 6051-0935s; lot # mmj4em. Primary tritanium hemi cluster hole cup 58mm; cat # 502-03-58f; lot # mlr6t9. 6.5 cancellous bone screw 40mm; cat # 2030-6540-1; lot # mjt6eh. 6.5 cancellous bone screw 30mm; cat # 2030-6530-1; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding altr involving an unknown liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported all implants were revised due to a pseudotumor. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly on (B)(6) 2019 the patient dislocated his right hip while attempting to put on boots and underwent a closed reduction. It is further alleged that in (B)(6) 2020 the patient was again revised due to a pseudotumor and all components were removed and replaced. This pi is for revision due to pseudotumor.